Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for suspect 8pack battery kit. This part was discarded by the site and will not be returned to manufacturer for analysis. On 09/06/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failure: drive. Motion battery low, no movements available. Changed motion battery and performed test on gantry movements. Device working fine. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system batteries do not keep the charge. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.